Manufacturer narrative:
D9 updated; the product has been returned for evaluation. Corrected data: d1 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
B5 updated with an updated clinical rationale. H6 updated. The investigation is still ongoing.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 57-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), a hematoma was noted to the right anterior chest. The following day, the hemoglobin was 5.5 and the platelets were 57. There was no change at the insertion site or the cp explant site. A bronchoscopy was completed with bloody secretions. One unit packed red blood cells (prbcs) was transfused. There was concern for heparin induced thrombocytopenia (hit), so the heparin drip was stopped. There were no hemolysis concerns. It was reported that the hematoma resolved on its own. The sterile sleeve also ripped off during repositioning. One week after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 2.5l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Thrombocytopenia may be influenced by patient-specific factors such as critical illness, anticoagulation/antiplatelet status, and mechanical support.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 57-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), a hematoma was noted to the right anterior chest. The following day, the hemoglobin was 5.5 and the platelets were 57. There was no change at the insertion site or the cp explant site. A bronchoscopy was completed with bloody secretions. One unit packed red blood cells (prbcs) was transfused. There was concern for heparin induced thrombocytopenia (hit), so the heparin drip was stopped. There were no hemolysis concerns. The post-procedure outcome is unknown. The impella functioned at p-5 at 2.5l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Thrombocytopenia may be influenced by patient-specific factors such as critical illness, anticoagulation/antiplatelet status, and mechanical support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The returned device was received, and an evaluation/analysis was completed. Device history record review confirmed the pump passed all the post sterile inspection checks. The cause of the hematoma / major bleed was not determined due to insufficient clinical details and no defect observed on the returned pump. The cause of the anemia and thrombocytopenia was not determined due to insufficient clinical details. And the cause of the anticontamination sleeve separation was not determined because the returned products anticontamination sleeve was not found to be torn. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "yes impella can be returned no, ra kit needed hematoma resolved on its own"